Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 88mg/dl, 400mg/dl, 208mg/dl, 44mg/dl, 206mg/d, 270mg/dl. The customer also reported the sensor had inaccurate readings that triggered threshold suspend alarm. Sensor glucose was 70 mg/dl,60 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer declined troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis and sensor will be returned for analysis.